Manufacturer narrative:
Actuator box and cover.

Event description:
It was reported through a stryker representative in (B) (4) that a flange on the bed was worn causing the fowler to operate improperly. No adverse consequence reported.